Manufacturer narrative:
Retinal detachment is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A journal article titled " clinical features and prognosis analysis of rhegmatogenous retinal detachment in patients with implantable collamer lens." Reported that following an implantable collamer lens (icl) implantation procedure the patient experienced retinal detachment. Surgical management was performed. If additional information is received, a supplemental medwatch report will be submitted.